Event description:
On (B)(6) 2014, the educator contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. Reportedly, the audio bolus button was damaged prior to the tactile change. The educator stated that there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional information: the pump's serial# is (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported bolus button issue was duplicated. The pump powered up with auditory and vibratory features. The keypad buttons responded properly. The bolus button cover and the button mechanism were missing; as a result the bolus button was unable to be tested.